Event description:
It was reported that balloon rupture occurred. A 27/7/2/100 equalizer balloon catheter was selected for use. However, during preparation, the balloon ruptured. The procedure was completed with another device. There were no patient complications nor injuries reported.